Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a vt episode showed as a nonsustained lead noise episode due to a diagnostic anomaly. The clinician reported that the recommended reprogramming would be performed and the patient will be monitored.